Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. A visual inspection was performed on the received condition and found a portion of the bending section skeleton protruding out from the bending section cover near the insertion tube side. The bending section damage was approximately 70mm from the distal end side, which attributed to a leak on the bending section cover. The bending section cover was removed in order to reveal the extent of the damage to the bending section. Upon removal of the bending section cover, it was confirmed that the skeleton was fully separated producing sharp edges near the proximal end of the bending section. In addition, the charged coupled device (ccd) wire was severed and protruding out of the bending section. The bending section support pins were inspected and found twelve out of twelve pins were receding into the channel and lifting. Additional finding's include; no up or down angulation and no image displayed on the monitor. The angulation issue was likely due to damaged angle wires, and the image issue is due to the ccd wire damage. A review of the service history indicates the scope was purchased on may 28, 2018 and has received service via repair once on september 3, 2019 for a damaged/dented bending section and missing cover. Based on the evaluation, the potential cause of the broken bending section skeleton was attributed to excessive force and/or stress, from handling or operational use. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
The service center was informed that at the end of a therapeutic and diagnostic ureteroscopy with laser procedure, the scope's bending section at the distal area broke. The surgeon was able to withdraw the scope from the patient as the broken bending section was gently manipulated back and forth until it straightened. There was no patient injury. Additionally, a surgical lube was used on the scope and no other equipment was replaced during the procedure. Prior to procedure, the scope was manually reprocessed and passed the leak test. The scope was inspected prior to sterilization and no abnormalities were observed.